Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. (Patient date of birth is unknown). According to the complainant, the patient's cervix was patulous and dilated to 8 mm. During the hysteroscopy phase of the procedure, fluid was observed leaking from the patient's cervix. The physician applied a second tenaculum stabilizer at the 3 o'clock position and fluid continued to leak from the cervix. Subsequently, a third tenaculum stabilizer was applied at the 6 o'clock position and the leak discontinued. The hysteroscopy phase was resumed and circulation was poor. The sheath was then removed from the patient. Upon removing the sheath, it was observed that the sheath was punctured by one of the tenaculum stabilizers. A second procedure set was installed and the case continued. At five minutes into the ablation phase of the procedure, the patient reported a "warm sensation" within the vaginal canal. The procedure was then aborted and the patient cool down phase completed. Upon patient examination, a dime sized "discoloration" was observed on the side wall of the vagina. The "discoloration" was classified as superficial. No medical intervention was required. Additional follow up event information confirmed the cervix was not dilated beyond 8 mm and a leak from the cervix occurred during the hysteroscopy phase. Due to the addition of the second and third tenaculum stabilizers, the sheath became punctured. Subsequently, a leak from the sheath occurred during the hysteroscopy phase. A second procedure set was installed and it was confirmed the patient complained of experiencing a "warm sensation." At this time, the physician observed a cervical leak during the ablation phase and aborted the procedure. No fluid loss alarm error message was generated during the procedure. Additional follow up event information also reported the physician described, during a post-procedure examination, the slight discoloration as "slight blanching" on the side wall of the vagina. The causation of the "slight blanching" has not been provided. The physician did not provide the size and severity, however described the "slight blanching" as "mild." No method of treatment was administered to the affected area. There were no further complications reported with this event. The condition of the patient is reported to be "good." An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.